Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that the pump bulb remains flat and does not inflate the cylinders. The patient had questions about the replacement procedure and expectations. The ipp is currently implanted and the appointment with the physician is already booked. There is no additional information reported.

Manufacturer narrative:
B3 approximated. UDI for concomitant products: reservoir: (B)(4).